Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged (popped out) after the balloon was inflated. As a result, the balloon would not remain inflated. The harvester reinflated the balloon and capped the end of the inflation valve to hold the air in. The procedure was completed using the same device. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).